Manufacturer narrative:
Received one used primary plum set, bag spike adaptor and one (1) photo of the cracked male luer lock for inspection, as received, the distal male luer lock was cracked. The crack was all around the lock and was rigid and uneven. The set was leak tested per specifications and no leakage was observed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The complaint of leakage cannot be replicated but can be confirmed due to the cracked male luer lock that could cause a poor connection. The probable cause of the cracked male luer lock is due to external forces. D9 - date returned to mfg. :1/29/2026

Event description:
An event involving a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. It was reported that on the second day of use, the chemo drug leaked due to the luer was broken during infusion. Toxol and cisplatin was involved in the event. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Ever medical co., ltd. (B)(6).